Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the titanium adapter and catheter. The connection issue was further described as, ¿catheter was disconnected at metal seal¿ and ¿titanium adapter disconnected on its own¿. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient received unspecified antibiotic treatment as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.